Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the ostial left anterior descending artery with no tortuosity and no calcification, a 3.5x8 mm rx xience xpedition stent delivery system was advanced; resistance was felt with the patient anatomy and the shaft separated outside of the patient anatomy. The separated distal portion of the shaft was withdrawn from the patient anatomy. A 3.5x8 mm non-abbott stent was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.